Manufacturer narrative:
The tip of this instrument remains in the patient. The remainder of the instrument was disposed of by the hospital staff and was not able to be evaluated. There was no patient injury caused by this occurrence. Device was not returned for evaluation.

Event description:
During a posterior lumbar surgery, the tip of the pedicle screw driver broke off in the screw and was not able to be removed. Surgery was completed successfully and there was no delay in surgery. The patient did not experience any injury as a result of this occurrence.